Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 27-year-old female patient who had essure (batch no. A38616-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included unilateral leg swelling, abdominal pain, dizziness, headache, tubal ligation and menstrual cycle abnormal. Concurrent conditions included menometrorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2012 to 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and migraine had resolved. The reporter considered menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 9-aug-2019: update of information (batch is invalid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6)-year-old female patient who had essure (batch no. A38616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included unilateral leg swelling, abdominal pain, dizziness, headache, tubal ligation and menstrual cycle abnormal. Concurrent conditions included menometrorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2012 to 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and migraine had resolved. The reporter considered menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Lot number added. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), migraines / headaches, pain. Reporter information, concomitant drug, medical history, lab data were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.